Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. According to provided information the device triggered several air alarms however upon quality control check the reported event could not be reproduced and no dysfunction could be identified with the device. Note: an informative alarm, such as ""air alarm"", is a normal safety behaviour of the device to inform the user that the pump/treatment needs to be attended. Those alarms should not be associated to a quality issue of the device, such as alarm for technical error for example. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "infusion is not possible due to air in the system." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.